Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to emergency room (ER) and subsequently hospitalized on (B)(6) 2026 due to hyperglycemia. Patient reported that cannula was too long since patient did not have much body fat. The blood glucose level was 480mg/dl and patient was treated correction bolus via the pump then multiple daily injection (mdi) while in hospital patient was treated with intravenous (IV) and fluids of saline and insulin. Patient found positive for ketones and level was high and life threatening. Patient was released from the hospital on (B)(6) 2026. No further information available.